Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was not well anchored and pulled back after implant. The physician elected to explant the lead and replace it with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.